Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor finished the heart catheterization and went to deploy the angio-seal closure device. Upon deployment of the device, the doctor said there was no anchor or string in place, so they immediately had to hold groin pressure. Upon examination of the device after the case they found the string and anchor still inside of the sheath. The angio-seal did not deploy correctly. The patient was fine, and the procedure was successful. Manual pressure was applied. There were no other devices or equipment used with the reported product. Additional information was received on (B)(6) 2022: it is unknown if there was calcium or tortuosity present. The procedural sheath size used was a 6 fr. It is unknown if a pre-deployment angiogram was performed. Catheter engagement, they had to switch to multiple catheters.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to section b5, to provide the device return date in section d9, to update section h3 and to provide the completed investigation results. One 6fr angio-seal vip was returned for product evaluation. The returned sample included the carrier tube, hemostasis sheath, arteriotomy locator, and header bag. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and in the fully rear-locked position. The anchor had not deployed and was visible within the opening at the distal tip. No signs of damage or deformation to the device were identified. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then re-engaged and set to the fully rear-locked position. The anchor was deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture, and collagen were able to deploy, however, the tamper tube did not deploy from the device. The carrier tube was subsequently cut open to verify the presence of the tamper tube. The tamper tube was confirmed to have been present within the device and was inspected for potential issues. No issues were found with the component, although the tamper tube was found to have been coated in dried blood. For dimensional testing, the outer diameter of the tamper tube and the inner diameter of the carrier tube were taken. The tamper tube was measured at 0.590" (0.060 +/- .002) and the carrier tube was measured at 0.067" (0.068 +/- .005). Both dimensions were found to have been within the manufacturer specifications. The complaint was able to be confirmed as a non-deployment pullout. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).